Manufacturer narrative:
The customer reported via email that the insulin pump keeps forming air bubbles. The customer's blood glucose was unknown at the time of incident. The customer's aunt stated they make sure all the bubbles are out during priming, but throughout the day more form, giving inefficient amount of insulin to the customer. Troubleshooting was not performed. The device will not be returned for analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 216 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.